Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. The suspected cause of the reported issue was most likely from a defective generator board or motherboard. Once the results of this investigation become available a supplemental report will be submitted.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the hf unit "esg-400" present error code (e433). The reported issue was discovered during receipt inspection prior to loaning the device to a customer. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective generator board and a defective motherboard. Olympus will continue to monitor field performance for this device.